Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a painful broken and oozing blister. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and given larger garments. It was reported the patient also received pain medication, its unclear if the medication was given due to the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a painful broken and oozing blister. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and given larger garments. It was reported the patient also received pain medication, its unclear if the medication was given due to the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution.